Manufacturer narrative:
Patient codes: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The additional reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported to have suffered not only in physical appearance "(atrophy) scares," but also emotional health since injections and granuloma formation after months of injections (several times over a 7 month period). Patient reported experiencing angst and loss of work and social settings due to appearance after injections. Allegedly, the physician has treated the patient poorly "as to why this condition occurred (6 months after injections)." Patient reported physical pain with dissolving the granulomas and mental loss. The event was described as an "awfully traumatic experience" dealt with since the date of occurrence. Patient is in the medical field and has promoted a physician to draw labs to check for infection and perform labs to determine antibodies. Patient reports that "health is well." Nothing has been provided since "dissolve/ multiple units of steroids, x 4 different antibiotics plus a large steroid taper."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿lump, redness and swelling in the left cheek¿, ¿right cheek and chin were also getting red and swollen¿, and ¿nodule¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 4. Warnings ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. 6. Adverse events table 1 and 2. Injection site responses by severity after initial treatment and duration occurring in > 5% of treated subjects. Possible treatment site responses include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. C. Postmarket surveillance the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported a patient was injected with juvéderm voluma® xc, 4 months later they were injected with juvéderm volbella® xc and juvéderm® ultra plus xc. Three months later the patient was injected with juvéderm voluma® xc and juvéderm® ultra xc. One month later the patient was injected with with juvéderm volbella® xc in the lips and superficial cheeks. The 359 days after the first dermal filler injection, the patient experienced a "lump, redness and swelling in the left cheek¿. Doxycline as treatment was prescribed the same day. The patient called the same day to report that the right cheek and chin were also getting red and swollen. The patient reported the day after treatment that the redness and swelling are starting to improve but the nodule has not improved. The packaged needle was used and this was the initial use of the syringe. Symptoms are ongoing. This record represents the sixth injection 235 days after the first dermal filler injection with juvéderm volbella® xc. This is the same event and the same patient reported under MDR ID# 3005113652-2018-01114 ((B)(4)), 3005113652-2018-01113 ((B)(4)), 3005113652-2018-01112 ((B)(4)), 3005113652-2018-01111 ((B)(4)), 3005113652-2018-01110 ((B)(4)). This MDR is being submitted for the sixth suspect product, juvéderm volbella® xc, also a device manufactured by allergan.